Event description:
The pt services rep (psr) of a (B) (6) male pt stated that she recovered a battery pack from a pt that had ended use, and the battery pack showed a "battery pack fault" led when placed on the charger. Support sent her a new battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells was improper maintenance. The pt had not charged the battery pack every three months as recommended. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The psr received a replacement battery pack.